Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Upon attempt to remove a 3 french 10 cm catheter from left femoral artery, the catheter broke off at the hub without any forcible resistance leaving the entire catheter inside the patient's femoral artery. The patient was taken to the cath lab, anesthetized and intubated. The surgeon performed a cut-down of the left femoral artery and the piece was retrieved intact, no complications. The patient was extubated and recovered without incident.